Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels were 262s and heparin was administered. During procedure, after 2 partial recapture and 1 full recapture a circumferential pericardial effusion was noted. A pericardiocentesis was performed. The device was removed a 27mm non-abbott device was implanted. The physician believed the cause of pericardial effusion was abbott device. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of implant-related pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received and cine review, the cause of the reported event could not be conclusively determined. The unexpected medical intervention and hospitalization was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.